Event description:
Potential for injury associated with a broken arm assembly on an m51r power chair. This event could cause possible product instability and the potential for end user to fall out of the chair.